Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the air flow accuracy test failed. There was no patient involvement.

Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 04jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The manufacturer¿s field service engineer (fse) confirmed the reported air flow accuracy test failed. The manufacturer¿s field service engineer (fse) recommend replacing the flow sensor assembly. The manufacturer¿s field service engineer (fse) followed up with customer and found that replacing the flow sensor corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.